Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 47 mg/dl. Customer was treated with food and glucose tablets for low blood glucose. Customer had issues with the sensor and the transmitter was damaged. Customer reported that the sensor glucose reading was 187 mg/dl but the blood glucose reading was 350 mg/dl. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.